Event description:
A home pt (hp) contacted baxter's technical service ctr because he got disconnected from the homechoice machine (hc) at the end of therapy. The technical service rep (tsr) assisted the hp to end therapy and unload the cassette bags. Per the hp's nurse, there was no pt injury or medical intervention associated with this event.